Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during the loading sequence. During trouble shooting with tandem technical support an o-ring was found on the pneumatic tap. The o-ring was removed and a cartridge was successfully loaded onto the pump. There was no patient involvement as the pump was being used for demonstration purposes only.